Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the leadless implantable pulse generator (ipg) the device dislodged to the pulmonary artery. Retrieval of the leadless ipg was attempted, however, the the patient passed away.